Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Return material was not available. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information, a product deficiency was not identified for the architect anti-hbs reagent list number 07c18.

Manufacturer narrative:
This report is being filed on an international product, list number 07c18 that has a similar product distributed in the us, list number 01l82. (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) results while using the architect anti-hbs assay. The customer provided the following data: on (B)(6) 2015: the patient was (B)(6) for (B)(6). On (B)(6) 2015 the (B)(6) results was 30 miu/ml. On (B)(6) 2015 the (B)(6) results was 100 miu/ml, a specimen from a previous draw was also retested on 07/10 generating a similar result (not provided). This patient had received a human immunoglobulin preparation for the treatment of disseminated intravasculad coagulation. It is unclear whether this treatment contributed to the incorrect results. There was no adverse impact to patient management reported.